Event description:
It was reported by the rep the device was used during a laparoscopy. It was reported during case preparation in an attempt to set trocar for use, the red firing button would not engage. Additional trocars were opened with similar results. The case was performed with a properly functioning 355ld. There was no consequence to the pt.